Event description:
The account alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The tech found a substance in the side rail latch and the latch was corroded. The tech replaced the side rail latch to resolve the issue.